Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cavotricuspid isthmus (cti) ablation procedure, an impedance pop occurred while ablating and a pericardial effusion occurred. Post ablation, the patient became hypotensive and a tte was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.